Event description:
Discrepant results between blood glucose monitoring device and a lab comparative. Reporter stated device read 75 mg/dl and the lab measured 40 mg/dl that was taken within 20 minutes of each other. Reporter indicated not feeling like she had low glucose at the time and alleged the reading was incorrect. Reporter indicated no treatment was received as a result of the alleged discrepancy. Reporter stated controls were used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.